Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. An attempt was made to obtain additional information from the customer regarding the reported events; however, it was communicated that no further information would be provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists thromboembolism and bleeding as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. The IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient was admitted for an arterial non-central nervous system thromboembolism. The thrombus was located in all four limbs. Later in the same admission, on (B)(6) 2022, the patient developed major gastrointestinal bleeding. They were treated with a blood transfusion. An endoscopy revealed the patient had a gastric polyp at the site of the bleeding. On (B)(6) 2023, the patient had continued bleeding from the same site. A polypectomy was conducted to stop the bleeding. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.